Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant "air in line alarm - no air in line". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found that the "air in line" issue was verified. The air detector was replaced and then the device was calibrated, software was installed, and the device passed all functional and delivery tests.

Event description:
Additional information provided indicated that there was no patient involvement.